Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of increased gradients was unable to be confirmed due to unavailable of medical record and relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''post procedural tte measured a mean pressure gradient of 40mmg and a velocity of 4...a bav was performed with a 23mm tru balloon. After bav, mean gradients decreased to 13mmhg by catheter and 18mmhg by tte with a velocity of 1.8.'' In this case, the gradients improved after the bav was performed, which indicated the valve could potentially under-expanded. An under-expanded valve could obstruct flow across the valve resulting in increased gradient. As such, available information suggests that procedural factor s (under-expanded valve) may have contributed to the reported event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Should additional information become available, the information will be reviewed, and the file updated accordingly. The previous conclusion remains the same.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated h6: health effect - clinical code. Per additional information from the patient, the patient reported that they are worse now. Her shortness of breath and fatigue is much worse now. They heart looks good and her lungs are not the issue. The patient does not have copd or asthma. The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent a transfemoral tavr with a sapien 3 ultra 23mm. Post procedural tte measured a mean pressure gradient of 40mmg and a velocity of 4. This was not conveyed to the team that deployed the valve. On pod #1, tte confirmed the same pressures. On pod #2, the field clinical specialist was notified that the patient will be brought back to the hybrid or for a bav of the 23mm s3u. Tee was performed which measured a mean pressure gradient of 35 and velocity of 4. Invasive pressures were obtained throughout the lv cavity confirming elevated mean pressures. A bav was performed with a 23mm tru balloon. After bav, mean gradients decreased to 13mmhg by catheter and 18mmhg by tte with a velocity of 1.8. It was decided to not proceed with another bav by the interventional team at that time and the case was completed. The root cause of the increased gradients was undetermined.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device remained implanted.